Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 25 days after the dental implant was installed in patient's intraoral region #11 it was verified its non- osseointegration. A 30 ncm of primary stability was achieved and immediate load was not executed. The patient presented bone type iii. Biomechanical overload occurred.